Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a piece of the black plastic shaft from a monopolar curved scissors instrument fell inside the patient and was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter to obtain additional information. He indicated he was present during the case and the fragment was retrieved during the same procedure with a needle driver instrument on the robotic arm and was removed with a grasper instrument through the assist port. The initial reporter denied that an x-ray was performed as a result of the reported event. He also denied that the patient experienced any intra-operative or post-operative complications because of the reported issue. The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.